Event description:
It was reported that the patient presented to the hospital for a lead replacement procedure. It was noted that both the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing, which resulted in pacing inhibition. The noise in the ra lead led to mode-switching episodes. An insulation defect was observed on both the ra and rv leads, which was confirmed through visual examination. Both leads were subsequently explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
The reported events of noise and insulation damaged were not confirmed. Only the distal portion of the lead was returned for analysis. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found except for procedural damage.